Manufacturer narrative:
Device disposition not presently known.

Event description:
Manufacturer received an explant notice through patient tracking from the hospital indicating that (B)(4) with sn (B)(4) was explanted on (B)(6) 2017: 11 years after it was implanted.

Manufacturer narrative:
Valve not available. Device not available.

Event description:
A carbomedics reduced aortic valve r5-021 was explanted due to prosthetic aortic valve stenosis. The valve was explanted and replaced with a onyx 21mm mechanical valve. The patient had normal recovery.

Manufacturer narrative:
Manufacturing date: 2005/05. Expiry date: 2010/04. The exact manufacturing and expiration dates are not readily identifiable. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As the device was not available for analysis and no further information was provided, the root cause of the event cannot be determined.